Event description:
It was reported the patient was admitted on (B)(6) with a 5-day history of cough and sputum production, as well as 2 days of weakness and pain in the left upper limb. Following comprehensive diagnostic testing, the patient was diagnosed with acute b-cell lymphoblastic leukemia. Chemotherapy was scheduled for (B)(6). On (B)(6), as directed by the physician, a PICC line was placed in the left subclavian vein under ultrasound guidance. The procedure was uneventful; there was no redness or swelling at the puncture site, and the dressing remained clean. Since the PICC placement on (B)(6), the insertion site has remained free of redness or swelling, and dressings have been changed as scheduled. The patient has received four cycles of induction chemotherapy using the vdclp regimen starting on (B)(6). During rounds at 08:30 on (B)(6), marked swelling of the left upper limb was noted. The left arm circumference measured 51 cm (45.5 cm at the time of placement). The insertion site showed no redness, swelling, or pain, and the dressing was clean. And the right arm circumference was 45 cm. On (B)(6), as ordered, a color doppler ultrasound of the left upper limb veins was performed. The results showed thrombosis in the left brachiocephalic vein, axillary vein, and subclavian vein. As ordered, 3000 iu of low-molecular-weight heparin calcium was administered subcutaneously every 12 hours, and the affected limb was elevated.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.